Event description:
The consumer's son called on behalf of his mother reporting that sometime in (B)(6) 2014 the consumer had to be taken to the hospital due to a hypoglycemic event requiring medical intervention. It was reported by the son, that the consumer had taken her scheduled 28 units of insulin prior going to bed. When the son found her to be" ...extremely lethargic." And performed a blood glucose test getting a result of around 160 mg/dl - 170 mg/dl. He then called for medical intervention. When the emts arrived, they tested the consumer getting a result of 38 mg/dl on their unk brand of meter. The caller was not able to provide any of the inaccurate reading results nor could be provide any further info regarding the reported event. The consumer remained in the hospital for five (5) days due to her urinary tract infection. The meter will be returned for eval. The test strips were discarded by the consumer.

Manufacturer narrative:
Test strip lot # unk. Control solution lot # none. Nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.